Manufacturer narrative:
The wave clinical platform is software intended to route, store, and display data, alarms, results and diagnostic information from medical devices, electronic medical records (emr), and clinical information systems (cis). The wave clinical platform is a remote monitoring platform that displays physiologic data, waveforms, alarms, results and diagnostic information routed through the platform from supported devices and systems. The wave clinical platform is intended for use in hospital or hospital type environments. The wave clinical platform is intended to be used by healthcare professionals for the following purposes: to remotely consult regarding patients¿ statuses; to remotely review other standard or critical near real-time patient data, waveforms, alarms, and results in order to utilize this information to aid in clinical decisions. The user manual contains warnings such as "the wave clinical platform is intended to supplement and not replace any part of the hospital's device monitoring or electronic data management systems. Do not rely on the wave clinical platform product as the sole source of alarms." It was determined that the customer had run security scans (antivirus/malware) on the software application, wave, and sql servers. When the scans were run it disrupted the connection to the files and directories and populated the server with corrupted code causing it to crash. Hillrom best practices advises to include security exemptions for all servers with this software installed. The customer was previously informed about this issue. The hrc technician advised the customer to schedule the scans so that the technicians can spin services afterward and avoid future events from occurring. An interruption, due to a malfunction of the patient alarm server, in the receipt of an emergent alert, could result in serious injury or death if the event were to recur and the caregiver was solely relying on receiving the secondary alert via mobile phone notification and not the alert that is generated from the primary monitoring device connected to the patient. Therefore, hillrom is cautiously reporting this event.

Event description:
The customer reported that alerts weren't coming through for patients. This event was captured under hillrom complaint ref # (B)(4).